Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switch was observed due to ventricular pacing oversensing the atrial channel. Patient was asymptomatic. Programming changes were recommended.